Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated that the buttons were not working to bolus or rewind. The customer's blood glucose was over 300 mg/dl. Troubleshooting was done. The customer had been on an ambulance due to intoxication. The customer's insulin pump was removed while on the ambulance and ever since had not been working. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Troubleshooting for high blood glucose could not be done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the insulin pump and passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.